Event description:
The customer stated that he was receiving erratic results. He received a blood glucose result of 196mg/dl and shortly after, a result of 162mg/dl. A normal control test gave a result in mmoi/l. The customer was able to change the meter back to mg/dl with assistance. The customer had adjusted his insulin based on the mmoi/l results. He did not allege any adverse events.